Event description:
Reportedly, pt death after one year implant duration due to unk reasons. Unk if pt death is device related. Info received from ipr. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.